Manufacturer narrative:
(B)(4). Date sent: 02/04/2021. D4: batch # u5cu0y. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. Upon evaluation, the device would fire intermittent. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board (switch 2) was noted to be non-functional. No functional test was performed due the condition of the device. It should be noted that product failure is multifactorial. The damage to the pcb board has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please provide more details for "staples weren't fired"? During firing the staples weren't delivered. Did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? Not mentioned. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty opening the device? Not mentioned. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve surgery, the doctor informed us that the staples weren't fired. No patient consequence mentioned.